Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced recurrent low glucose events overnight and believed they were receiving too much insulin; they stopped announcing meals, adjusted cgm targets, and considered disconnecting the ilet at night, and were advised to resume meal announcements and not disconnect the device. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose without hospitalization. Investigation included review of available device reports and user history with education on algorithm function, meal announcements, and correction dosing. Investigation of this case revealed that postprandial hyperglycemia followed by aggressive automated correction likely contributed to subsequent lows, compounded by missed meal announcements and user-initiated target changes; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to missed meal announcements and algorithm adaptation, managed with user education and continued monitoring.